Manufacturer narrative:
Visually and optically confirmed the broken off instrument component is cracked and bent outward, consistent with bend stress overload. Sample mas head used to functionally evaluate proper engagement and removal of component; no issues identified with engagement or removal of head from remaining mas head engagement features. The above observations are consistent with bend stress overload as the mechanism of failure.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the extender broke off during removal from the bone screw. The tip was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.